Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2010. The procedure was completed with no complications and she was released from the hospital within a few days post-implantation. Following release from the hospital, the patient presented with vaginal pressure and pain, vaginal bleeding, dyspareunia, and continues to experience pervasive vaginal discomfort (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6), 2010. The procedure was completed with no complications and she was released from the hospital within a few days post-implantation. Following release from the hospital, the patient presented with vaginal pressure and pain, vaginal bleeding, dyspareunia, and continues to experience pervasive vaginal discomfort (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.